Event description:
This rv lead was implanted on (B)(6) 2001 and was explanted on (B)(6) 2018 due to a product performance issue. A product experience report was received on (B)(6) 2018 stating that this lead was outside the heart wall, seen through echo and CT scan. The physician was dr. (B)(6) at (B)(6) hospital in los angeles, ca. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).